Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was polluted by blood. There was no impacts on patient.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Corrected data: b5, e1 (city and site name). Updated data: b4, e1(address), g3, g6, h2, h10, h11.

Event description:
It was reported that during use on a patient, the balloon ruptured and the cardiosave intra-aortic balloon pump (iabp) was polluted by blood. There was no impacts on patient.

Manufacturer narrative:
Updated fields: b4,d1,d4 (version or model #, catalog#), d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. Additional contact details: event site postal code - 2240001. It was reported that cardiosave intra-aortic balloon pump (iabp) with balloon rupture. A getinge field service engineer evaluated, no blood was found inside. The operation check has been carried out. The equipment is in good condition. Occurs during clinical use. Patient involved.